Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
The patient presented to the clinic with 5 non-sustained vf episodes, which looked like noise. Physician elected to cap the lead. Fluoroscopy during lead replacement revealed pronounced angle at lead tip.